Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: davila, v.j., stone, w., duncan, a.a., wood, e., jordan, w.d., zea, n., sternbergh, c.w., and money, s.r. A multicenter experience with the surgical treatment of infected abdominal aortic endografts. Journal of vascular surgery. 2015; 62 (4); 877-883.

Event description:
The purpose of this study was to perform a multicenter review of the surgical care of patients being treated for infected endografts after endovascular aortic repair (I-evar) to elucidate short-term and long-term outcomes. The article reported that one ancure endograft was explanted from a patient being followed in the study. The reason for the explant was not provided in the table or within the body of the article. The specific model and serial number information was not provided in the article. No additional adverse patient effects were reported. An attempt was made to obtain the model and serial information on this endograft; however, the author informed boston scientific that this was a blinded study so that information was never made available.